Event description:
It was reported the patient's scs programmer was not working properly. The patient reported the amplitude buttons were sticking when used. A new programmer was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.